Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The patient effects of hematoma, numbness, occlusion, stenosis and thrombosis are listed in the electronic proglide instructions for use (eifu), as potential adverse events associated with the use of the device. The pre-close technique was not used with a sheath greater than 8f. The electronic proglide instructions for use (eifu), state: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Based on the case information, a conclusive cause for the reported patient effects of hematoma, numbness, occlusion, stenosis and thrombosis, and the relationship to the product, if any, cannot be determined. A definitive cause for the unspecified device issue could not be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated. D4: primary UDI number, the UDI is not known as the part and lot number were not provided. H6: medical device problem code 1494, indications for use. The additional device referenced in b5 is filed under a separate medwatch report number. Attachment article titled "long-term outcomes and the possibility of repeat puncture after suture-mediated closure device for femoral vein access".

Event description:
This event is from a single-center study of closure of common femoral vein access sites with large-hole sheath sizes. The study compared double- and single-suture use of proglide and prostyle devices to observe patient effects with re-accessing the puncture site. The patients were studied after 1 day, 90 days, and 1 year. Patient effects included stenosis, hematoma, occlusion, thrombosis and numbness. Proglide and prostyle device use observed patient effects with re-accessing the puncture site; however, there was no new onset of stenosis. Most acute stenoses showed an improvement over time. There was no difference observed in the complication rates between double- and single-suture use (pre-close and post-close techniques). Re-accessing the access site was possible for both techniques. Specific patient information is documented as unknown.